Event description:
It was reported a 4.3 x 45 mml qwix screw was placed in the (pt's) left 5th metatarsal. Once the screw was placed it was noticed that the screw was bent at the dista threads. The surgeon decided to remove the screw. When the surgeon attempted to remove the screw, thread head broke off. It took the surgeon approximately 1.5 hrs to remove the remainder of the screw which ended up breaking to 2 spots. The screw was discarded. The surgery was revised to a tsf forefoot. There was no reported injury to the pt.

Manufacturer narrative:
The devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.